Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned cable where they were unable to duplicate the reported disappearing image issue. When the returned cable was connected to a test video monitor and blade, the image produced was stable and clear with good color rendition. Since the customer received a replacement spectrum smart cable, the returned cable was scrapped. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently and show colored lines. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.